Manufacturer narrative:
Visual inspection by a ge field engineer (fe) revealed that the detachment was due to loose screws. The fe also indicated that rough handling of the equipment by the operators may have contributed to the event. The fe fixed the problem by replacing the collimator.

Event description:
It was reported that the collimator detached from the tube suspension of an x-ray system. There was no pt involvement or injury reported.